Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of the #5 key stuck and not working, which was experienced during evaluation while attempting to program an infusion. Evaluation found that the #5 key was stuck and the "ok" key was inoperable. It was found to be a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that the #5 key on a spectrum pump was stuck and not working. It was also reported that there was no patient involvement.